Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.4. Applicable 510k numbers are k182589; k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: reference: 300865, lot: 2512060. It was reported that the during the preparation of a chemotherapy solution, leakage occurred at the plunger (a050401). Consequence(s) of the incident: use of a second device (f2301) - exposure to cytotoxic agents please inform us of the results of the investigations that will be conducted following this issue. The device is available for examination. If it is not retrieved within 6 months, it will be disposed of.